Manufacturer narrative:
Section h10: (h3) the fractured vantage lp impactor insert reported was most likely the result of a stress riser introduced during impaction which led to crack initiation, propagation, and ultimate fracture of the device. However, this cannot be confirmed as the device was not available for evaluation. Section h11: *the following sections have corrected information: (h8) usage of device: unknown.

Manufacturer narrative:
Pending evaluation.

Event description:
While impacting the talus implant the plastic talar impactor cover broke. "There we no parts or pieces created by the break that could have fallen into the patient. All of the pieces were recovered and disposed of." Patient was last known to be in stable condition following the event. Device will not return; disposed of by hospital.